Event description:
Information was received from multiple sources (Patient, Manufacturer Representative, Healthcare Provider) regarding a patient who was receiving Dilaudid (hydromorphone) (2 MG/ML at 0.21 MG/DAY) via an implantable pump for unknown indications for use. It was reported that the patient was having a return of pain. The patient denied any falls, but they did state that the felt like the pump flipped in the pocket and was causing them pain. At a past refill, the healthcare provider (HCP) officed reported getting a volume discrepancy. That, combined with the patient's return of pain, and reported pump flipping, the patient was scheduled for a revision. During the revision, the HCP opened up the pump pocket incision first and tried to aspirate CSF through the catheter access port (CAP) but could not get any return. The HCP then tried to get the sutureless connector off of the pump to disconnect it, but the HCP struggled to get it off. HCP was pressing and squeezing designated sides, but it would not disconnect. An assistant also could not get it disconnected. Hemostats were used to squeeze the sides to get it to release, but that was also unsuccessful. Eventually, the HCP was able to muscle it off after numerous attempts. After disconnecting, the HCP reported that the inner ring was bent, but the HCP was not sure if it was like that prior, and that was why it would not come off, or if it was bent in the process of trying to remove it. The HCP ended up placing a new catheter. The issue was resolved as good CSF flow was obtained. At the revision, the HCP refilled the patient's pump with a lower concentration and lowered the dose.

Manufacturer narrative:
Section D information references the main component of the system. Other relevant device(s) are: Product Id: 8780, Serial/Lot #: (b)(6), Implanted: (b)(6) 2025, Explanted: (b)(6) 2026, UBD: 17-SEP-2027, UDI#: (b)(4) Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.